Event description:
Information received indicates the head hi/low function is drifting down over several hours.

Manufacturer narrative:
The technician isolated the issue to a hydraulic valve. He replaced the valve to repair the bed.